Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument was not completing a full seal cycle. The customer reported that the issue resolved after a system restart and switching to a different vessel sealer instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) on 05/29/2019 and obtained the following additional information: the csr stated that the vessel sealer instrument was not sealing to the distal tip. It was confirmed that the instrument was working prior to the event and had been in use for approximately 45 minutes. During the sealing sequence thermal effect to the patients tissue was observed, no error messages or codes were generated and a successful confirmation signal was received indicating the sealing sequence was completed. The target tissue was less than 7mm and the instrument did not encounter any type of interference during the sealing cycle. The csr did not know if the patient had undergone any pre-surgical chemotherapy or radiation treatments, but mentioned it was possible as patient had cancer. The csr also did not know if the vessel was calcified. The csr does not believe there was much bio debris on the jaws of the instrument. At the end of case, patient blood loss was less than 100ml. In response to the insufficient sealing event, the customer exchanged out the instrument for another vessel sealer instrument. The csr confirmed no further sealing issues occurred with the backup instrument. The procedure was completed robotically as planned with no patient harm, adverse outcome or injury.